Event description:
Per the clinic, the device was explanted on (B)(6) 2012, for unspecific medical reasons. The patient was reimplanted with a new device during the same surgery.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.the manufacturer became aware upon receipt of the explanted device on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.